Event description:
It was reported that during the implant the of the left ventricular lead the impedance was measured to be over 2500 ohms through the analyzer, and there was also no capture. The lead was removed. A second lead also had high impedance through the analyzer but decreased when measured through the device. The second lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed).